Event description:
Follow up information received from the patient reported that topical lidocaine worked best for them but (B)(4) would not pay for it (B)(4). It was also reported that the patient's physician did not know why they had scar tissue on the bone. It was noted that they had to remove some scar tissue to place the lead. The patient also had scar tissue that formed a bump on their skin and was told that they form scar tissue more than usual but it was not known why. The patient stated that their implantable neurostimulator (ins) helped their pain, even with the few difficulties they have had, and that they "loved it." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she has scarring on the bone where the placement of the anchors are. The patient stated that she had a CT scan that showed a hyperdense lesion in the c7 vertebral body and that it was the most painful development since her device was implanted. The lesion affected the patient's nerves through the thoracic area and had become debilitating. The indication for use was non-malignant pain. No device issues reported. If additional information is received a follow-up report will be sent.